Manufacturer narrative:
(B)(4).

Event description:
The customer initially complained that the accu-chek softclix lancet device was not puncturing the skin. The customer placed a lancet into the device, replaced the end cap and adjusted the dial cap. When the customer primed the device she stated the lancet was protruding from the end cap of the device. The lancet was seated properly. There was no allegation that an adverse event occurred. An accidental finger stick did not occur. The customer could not read the lot number from the lancet device. The customer did not have the box of softclix lancets to provide the lot number or expiration date. The lancet device was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. The investigation was unable to find a definitive root cause.